Event description:
It was reported that a m.blue plus (#fx824t) could not be implanted because a dysfunction. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result. Age: 37 years gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves was determined. At the time of return, the system was already disconnected. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of dysfunction, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The m.blue is operating not within the specified tolerances in the vertical position, but in the horizontal. An slower outflow of m.blue could be determined in the vertical position. Adjustment test: the m.blue and the progav 2.0 were tested and adjustable to all specified pressures. Raking force and brake function test: the brake functionality test has shown that the brake functions are fully operational and the braking forces are within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in m.blue. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results : for the sake of completeness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the clinic. Based on the results of our investigation, at the time of our investigation we can determined a slower outflow and deposits. At the time of the examination, it is not clear to us how this functional impairment occurred. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can affect the integrity of the valves. In addition, postoperative examinations as well as the transport of the product may influence the product's properties. An immediate shipment of revised products, immersed in liquid, is important in order to retain the original condition. In this case, it is not possible for us to retrospectively determine the cause of the named malfunction. The product was no longer in the original condition (components were separated and additional tests were carried out on the product before it was returned; these may have already influenced the valve characteristics. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.